Event description:
A caller reported experiencing a tandem mobi cartridge alarm, which resulted in the customer's blood glucose level exceeding a safe threshold, though the specific value was not disclosed and was displayed as "high." In response, the customer administered a correction injection using multiple daily injections (mdi) and did not require further third-party assistance beyond routine support. Technical support confirmed the cartridge alarm 30 and noted that similar alarms had been reported with consecutive cartridges, leading to the decision to replace the pump.